Event description:
The following was reported to hamilton medical ag: the customer reported that the error "exhalation obstructed" during ventilation occured. The patient have been unable to breathe freely despite being in spontaneous mode. Reprtedly, there was no patient harm, a intervention was necessary, and the device alarmed accordingly.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: error "exhalation obstructed": not all information is available at the time of this evaluation. Reportedly, intervention took place, no patient was harmed, and the device alarmed accordingly. Investigation was initiated. Root cause: - investigation ongoing.